Manufacturer narrative:
(B)(4). The sample was returned for evaluation; however, it has not yet been completed. Once the evaluation is complete, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The customer returned the actual sample for evaluation and the condition was confirmed. Visual inspection revealed a pinhole in the tubing. However, an assignable root cause could not be determined. A batch review could not be performed as the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer reported to corporate product surveillance of a clearlink secondary medication set in which a pinhole was observed in the tubing during patient use. The set was hooked up to a sigma spectrum pump, and once the unknown infusion was started the pump alarmed. The set was removed and inspected and they noticed a drop of medication on the tubing. The customer could not provide a confirmed source of the hole. There was no patient injury or medical intervention necessary. No additional information is available.